Manufacturer narrative:
As reported by the (B)(4) registry, the site indicated that the patient had hypoperfusion secondary to slow flow through the clogged filter basket during the stenting of the right proximal internal carotid artery. The patient's medical history is significant for tia, coronary artery disease, hypertension unstable angina (ccs class iii/IV), severe tandem lesions, an abnormal stress test, smoker (greater than 5 packs a day) and a first-degree relative with premature cad. A pta was performed on a 90% occluded lesion 30 mm in length with mild tortuousity. The arch iii lesion was also eccentric, ulcerated and mildly calcified. The 6mm medium support angioguard device was deployed followed by pre-dilation after which the filter was full of debris; therefore, additional balloon inflation was required and an export catheter was used to suction the debris from the filter basket. The filter was removed and replaced with a 2nd angioguard of the same size. A 7x40mm precise pro rx stent was deployed successfully. The residual diameter stenosis measured 0%. The angioguard devices were successfully removed and both filters had a large amount of debris. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the suite. Both filters were reported to have functioned properly. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported by the (B)(4) registry, the site indicated that the patient had hypoperfusion during the index procedure secondary to slow flow through the clogged filter basket. The target lesion was the right proximal internal carotid artery. A pta was performed on a 90% occluded lesion 30 mm in length with mild tortuousity. The arch iii lesion was also eccentric, ulcerated and mildly calcified. The patient was symptomatic at the time of the intervention with a baseline nih score of 0. The lesion was pre-dilated and a 6mm medium support angioguard device was deployed. The filter was full of debris; therefore, additional balloon inflation was required and an export catheter was used. The filter was removed and replaced with a 2nd angioguard of the same size. A 7x40mm precise pro rx stent was deployed successfully. The residual diameter stenosis measured 0%. The angioguard devices were successfully removed and both filters had a large amount of debris. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the suite. Both filters were reported to have functioned properly.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rx catalog number pc0740rxc, lot number 15622545 this device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.